Manufacturer narrative:
Waiting for evaluation results.

Event description:
Reporter noted metal particles spread out from handpiece into patient's eye, during phaco operation. Six of seven particles removed; one particle remains in eye. Stated there was no patient injury; case was completed as planned.